Event description:
Open low anterior resection was performed in 2009 for obstruction descending colon tumor, and large (7 cm) rectal tubular villous (t3n1). End of end anastomosis was performed with the car device at 6 cm from the anal verge. Tissue rings were observed to be complete and a leak test was performed to satisfaction. There were no complications during the surgery. Ebl: 200cc; time of surgery approximately 3 hr 20min. Pt discharged four days later. Pt was treated with prednisone prescribed after discharge and dermatologist due to skin rash. A week later, the pt was taken to the ER (different hosp and surgeon), with anastomotic disruption. A 1 cm opening, posterior, "distal to the hourglass" was reported by the surgeon and hartman procedure was performed. Pt passed away two days later.

Manufacturer narrative:
The event was discussed with the surgeon during a meeting. The surgeon reported that the pt had a skin rash and was prescribed with 80mg of prednisone the third day after surgery and then 40mg daily for 6 more days (prescribed by dermatologist). The surgeon was not aware or consulted on this decision. According to the surgeon, pt just having a bowel anastomosis should not have received any prednisone. The surgeon felt that this was the cause of the leak and death and said that this would have been the same effect with a stapler, as the patient could not heal with a stapler or compression device with the heavy dose prednisone. The details regarding the specific device involved in this incident are expected to be received shortly. A complementary follow up report will be submitted when this info is available. No decision to take corrective or remedial actions was taken, based on the following: the pt background medical diseases and the specific treatment he received after the surgery, which, seems to have a decisive impact on the outcome. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is an anticipated event. The current cumulative leak rate found with the use of literature for anastomotic devices.